Manufacturer narrative:
Sc-8216-70 (sn: (B)(4)). Device evaluation indicated that the visual inspection found the lead was cleanly cut near the paddle during the explant, and two electrode pads were dislodged and not returned. There was no complaint about dislodged electrodes or high impedances. Damage to the lead is a result of a typical explant procedure and it is not considered a failure.

Event description:
A report was received that the patient had inadequate stimulation. The patient underwent a lead replacement procedure and was doing well postoperatively.

Event description:
A report was received that the patient had inadequate stimulation. The patient underwent a lead replacement procedure and was doing well postoperatively.